Manufacturer narrative:
The reported complaint was not verifiable. The customer does not want to return the unit to the manufacturer at this time, therefore no evaluation can be performed. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). The (B)(6) medical center has 14 bpm units that are used during cpb for pediatric, adult procedures and also used for extracorporeal membrane oxygenation (ECMO). At this time the bpm unit will not be returned . Manufacturer clinical services and marketing are discussing the reported issue with the customer.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, all values are less accurate but in particular the potassium (k+) was way off on the blood parameter monitor (bpm) since the software upgrade. The device was not changed out, as they are just using the unit as a trending device. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 07/29/2015: issues began to occur after the potting of the bpms, as they started to see potassium (k+) drifts. This means the k+ measures of the bpm would drift upwards, even though there was no clinical reason for the higher levels (e.g no cardioplegia given for many minutes). The perfusionist (ccp) stated they have not changed their practice over the years they have used bpms. They gas calibrate the shunt sensor (with calibrator 540) and they do not manage the patient with only the bpm values. After these units were upgraded to 1.69 version software, additional measures were observed to be inaccurate when compared to a laboratory analyzer. These included blood gases and hematocrit saturation module (h/sat) values. In addition, the units frequently behaved differently case to case; in that in some cases, the bpm values were higher than lab measures and other cases lower. The values continued to be inaccurate after the initial in-vivo calibration. The ccp stated that the bpms could not be trusted since the potting and 1.69 installation. Prior to 1.69, they would draw blood gases and perform in-vivo calibrations every 60 minutes, but now they perform these every 30 minutes. The cases were completed successfully, without delay and without associated blood loss. There was no harm observed.